Manufacturer narrative:
For reports with no device name please add this verbiage in h10 section: "due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021 z-1974-2021 z-1973-2021 h3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged coughing in the morning when awakening, frequent rhinitis. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.